Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead - (B)(6) 2004. (B)(4).

Event description:
It was reported that the patient alert triggered, and the superior vena cava (svc) coil of the right ventricular (rv) lead exhibited high impedances. When the lead was checked in the office, the svc impedance was within normal limits. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. The svc defib impedance consistently was out of range since (B)(4) 2014.

Event description:
It was further reported that the svc coil had been programmed off.